Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head (is loose, and it) wiggles off, I turn the toothbrush upside down and it falls right off [device breakage]. Brush head is loose [device connection issue]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b power rechargeable toothbrush handle professional care (B)(4), the oral-b precision clean brushhead was loose and wiggled off. The reporter stated the brush head was pushed on tightly, and it falls off when the toothbrush is turned upside. No symptoms developed.

Manufacturer narrative:
13-jan-2016 product investigation results: the reporter returned the concomitant oral-b precision clean brush head on 22-dec-2015. All parts of brush head were according to specification, and there was no technical defect at refill that could lead to loosening. The suspect toothbrush handle was not returned.

Event description:
Brush head (is loose, and it) wiggles off, I turn the toothbrush upside down and it falls right off [device breakage]; brush head is loose [device connection issue]; no adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b power rechargeable toothbrush handle professional care 4736, the oral-b precision clean brushhead was loose and wiggled off. The reporter stated the brush head was pushed on tightly, and it falls off when the toothbrush is turned upside. No symptoms developed.